Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2007, and was emergent due to a myocardial infarction (mi). Aspiration was performed twice, but it did not aspirate any thrombus. Following dilatation with a non bsc 2.5x20mm balloon, ivus was performed on the lesion. Ivus detected a few thrombus and a lot of atheroma in the proximal lad. During preparation for stenting the patient experienced chest pain and the EKG detected st segment elevation. Angiography showed spasm occurred in the mid right coronary artery (rca) with timi-1 flow. As a result of administering sigmart timi level was improved to timi-3 flow. The physician then placed a taxus express2 3.0x24mm drug eluting stent to the 90% stenosed lesion located in the proximal left anterior descending (lad) artery and inflated at 9 atms. Ivus detected good placement and good apposition, but a small amount of prolapse was found in the proximal to mid portion of the stent. Inflation was performed again with non bsc 3.25x13mm balloon. Sigmart was administered again due to chest pain, st segment elevation and spasms in the mid to distal lad. Inflation was repeated at 10 atms with the 3.25x13mm balloon due to presence of prolapse. Final ivus showed that the prolapse was almost improved, but the spasm occurred in the mid to distal lad under fluoroscopy. Sigmart was administered again and the procedure was completed in 5 minutes. Ticlopidine and aspirin were prescribed. No patient complications were reported. Three days post procedure the patient presented with chest pain, st segment elevation and an acute mi. Angiography revealed thrombosis in the proximal lad, in the mid to distal portion of the stent. Aspiration was performed three times and then dilatation was done seven times at 10 atms with a 3.25x13mm balloon. No patient complications occurred and patient status post procedure was stable. In the opinion of the physician, "the cause of thrombosis was spasm which occurred in mid to distal lad."